Event description:
Provider alleged tie wraps caused leaking. Per independent repair center statement, the unit was alarming or red light. The key failure was tie wraps caused leaking. Additional malfunctions were outport on control panel broken, ty wrap on out port defective, cabinet door and filter on shroud are missing and ty wrap on sieve beds leaks.